Manufacturer narrative:
Patient details like patient ID and weight were submitted. Also that the incident occurred somewhere in 2013. Also an update of the event description was provided.

Event description:
For one patient (#8), who was treated with two gore® viabahn® endoprostheses somewhere in 2013, the following was noted: the two gore® viabahn® endoprostheses were placed telescopically to treat an aneurysm (6cm) in the splenic artery. The procedure could not be completed, upon placing the second gore® viabahn® endoprosthesis, as there was poor positioning of the distal end of the previous implanted gore® viabahn® endoprosthesis and it fell into the aneurysmal sac. In the arteriography series, extravasation of contrast medium was observed, so it was decided to embolize the aneurysm and the proximal artery with coils; the aneurysm was correctly excluded, although the patient presented complicated splenic ischemia with an abscess. The patient was treated with antibiotic therapy and splenectomy. A good outcome after prolonged hospitalization due to the complication was reported.

Manufacturer narrative:
Literature article was submitted to the FDA within this supplemental medwatch report. (B)(4).

Manufacturer narrative:
A review of the manufacturing records for the devices could not be conducted because the lot numbers remain unknown. UDI numbers for the two gore® viabahn® endoprostheses remains unknown as lot numbers were not provided. The devices remain implanted, so no engineering evaluation could be performed. (B)(4).

Event description:
Within the article ¿endovascular treatment of visceral artery aneurysms and pseudoaneurysms with stent-graft: analysis of immediate and long-term results¿, published by matteo cappucci et al, within the ¿cirugi´a espan¿ ola¿ from 2017, the published results indicated the following: twenty-five patients (16 men), with a mean age of 59 (range 27¿79), were treated. The indication was aneurysm in 19 patients and pseudoaneurysms in 6. The localizations were: splenic artery (12), hepatic artery (5), renal artery (4), celiac trunk (3) and gastroduodenal artery (1). For one patient (#8), who was treated with two gore® viabahn® endoprostheses, the following was noted: the two gore® viabahn® endoprostheses were placed telescopically to treat an aneurysm (6 cm) in the splenic artery. The procedure could not be completed, upon placing the second gore® viabahn® endoprosthesis, as there was poor positioning of the distal end of the previous implanted gore® viabahn® endoprosthesis and it fell into the aneurysmal sac. In the arteriography series, extravasation of contrast medium was observed, so it was decided to embolize the aneurysm and the proximal artery with coils; the aneurysm was correctly excluded, although the patient presented complicated splenic ischemia with an abscess.